Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3487a-45 lot# v109252 serial# implanted: 2008 (B)(6) explanted: product type lead. Product ID 3487a-45 lot# v109252 serial# implanted: 2008 (B)(6)explanted: product type lead. Product ID 3776-75 lot# serial# v105303022 implanted: 2008 (B)(6) explanted: product type lead. Product ID 37082-40 lot# serial# (B)(4) implanted: 2008 (B)(6) explanted: product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative reported they were experiencing intermittent stimulation turning off for a very short period of time. Impedance measurements were taken and all electrode impedances were normal. The following are the reported results: 4 cathodes 2 anodes pw: 210us; rate: 30 hz; amp: 8.4v; 303ohms; 25.87ma. It was noted the patient experienced symptoms when the implantable neurostimulator (ins) was off. It was stated that the change in therapy wasn¿t related to positional movement. The patient thought it was more common when sitting but didn¿t think it was closely related to position. At the time of the report, the patient was receiving therapy benefit. Additional information received from the consumer reported that their stimulation was turning on/off. It was noted they didn¿t have adaptive stimulation (as) programmed. It was stated a manufacturer representative would be seeing the patient on 2016 (B)(6). The patient was implanted for spinal pain.

Event description:
Additional information received from a manufacturer representative reported that troubleshooting included impedance testing and the system showed normal results. The patient had four other programs, and a manufacturer representative suggested trying those programs to see if the issue persisted. The cause of the product problem was not determined. The patient was told to call a manufacturer representative if the issue persisted, and to date the patient had not reached out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.